Event description:
It was reported that the doctor believes the front of the emg tube was too hard. When using it, the patient had "trachea hemorrhage during the surgery, doctor took off the tube and did not use the mdt tube on the patient." Post-op, the patient had "double lung blood phenomenon." The patient¿s current status is reported as ¿normal.¿

Manufacturer narrative:
(B)(4). The product has not yet been returned for analysis, but is expected. H.6. Method: no testing methods performed (B)(4).

Manufacturer narrative:
The device was received at medtronic (B)(4) on march 9, 2015. The device was analyzed on april 2, 2015. The product analysis states, ¿the customer stated that the front end of the tube was too hard. The tube was compared with another tube and the hardness was found to be similar. No other defects were noted.¿ (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.